Event description:
Caller states that she performed the following tests within 9 minutes on the same device: hi, 255mg/dl, 174mg/dl. Customer states that she took insulin based on the 225mg/dl result, but no adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.